Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficulty to grasp is due to the patient anatomy. The cause of the reported image resolution poor is due to the procedural conditions. The cause of the reported single leaflet device attachment (slda) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report incomplete coaptation: it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation grade 4+ with thin leaflets and an indentation on the posterior leaflet. Imaging was noted to be challenging during the procedure. One clip was successfully implanted on the mitral valve. A second clip was inserted, but it was noted that due to the indentation on the posterior leaflet, grasping was difficult. The mitral was able to be grasped and the clip was deployed, reducing mr to a grade of 3. Later that day a transthoracic echocardiogram was performed and it was observed the second of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted mr remained at a grade of 3. No additional information was provided.